Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that the pump had only 2 drops of prialt left and the low reservoir alarm was activated. It was reported that the alarm was shut off and saline was put into the pump on (B)(6) 2018 until the healthcare provider was able to obtain prialt to put back into the pump. The pump was filled with prialt on (B)(6) 2018. It was noted that he patient was concerned about the catheter being implanted for almost 30 years. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving prialt via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 the patient reported that her pump had been beeping for 2 days. The patient was no longer in (B)(6) and was having difficulty finding a doctor in (B)(6). The patient had contacted one doctor in (B)(6) but had been unable to get a referral and that office told her they could not get medication until the first day of next week. The patient was calling because she was told by that office to go to the hospital emergency room or clinic to turn the pump way down, so she didn¿t run out of medication in the pump. Per the patient, she only had 1 ml of medication left. She usually had 2 ml, but her prior physician set the pump to where the alarm date was the day they needed to refill it. No patient symptoms were reported. No further complications have been reported as a result of this event.